Event description:
It was reported that the pt had a micl13.2 implantable collamer lens implanted in the left eye in 2008. As part of the study, the pt reported halos at 12 months post operative. The surgeon's office was contacted, and indicated that the halos were not pre-existing. The doctor stated that an iridectomy is routinely performed on all their icl pts and the only thing that may have contributed to this condition was a residual refractive error, otherwise, the corneal looks, the lens was clear and the last bcva was 20/25. The doctor stated he does not believe the condition is related to the lens.

Manufacturer narrative:
Eval codes: a work order search was conducted and there were no similar records found within the work order.